Event description:
The customer returned the cufflator for calibration. There was no defect/malfunction or pt injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found the needle rests above zero and the rubber protective ring is offset on the faceplate. When pressure is attempted to be taken the needle moves but resets to the initial position on it's own. Note: instructions for use has a warning statement: never open the posey cufflator body. If the posey cufflator body is opened, any damages that result will not be covered under warranty. Return all cufflators to the posey company for repair. Manufacturer references file # (B)(4).